Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a fem-pop bypass case, the surgeon used the saphenous vein first and it clotted off, then he used the fusion bioline 8mm-60cm supp peripheral graft. An hour after the case was over the patient complained of pain in the foot and discoloring of the foot. The patient was brought back to the operation room an hour after surgery and had to take the fusion graft out because it had clotted off. A standard ptfe graft was used to replace the fusion. The patient is doing well.